Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 133, 124 and 139 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen/dining room. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date at time of call is one week. Customer has not had any recent changes in diet, exercise, or medications. Customer takes glucovance for diabetes management. The meter memory was reviewed for previous test result history: (B)(6).